Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 129mg/dl, 295mg/dl. Tests were done less than 10 minutes apart with a difference of 69%. Patient did not experience any adverse events. No further info has been reported.